Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the collection tube holder separated from the rest of the device when the blood collection tube was inserted. No impact was reported. Report 1 of 5.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for hub-holder separation was observed. Additionally, the customer samples along with 10 retention samples from bd inventory were evaluated by visual examination and functional draw testing and the indicated failure mode for hub-holder separation with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd has initiated further root cause investigation relating to the issue of hub-holder separation through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 29-may-2024.

Event description:
It was reported while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the collection tube holder separated from the rest of the device when the blood collection tube was inserted. No impact was reported. Report 1 of 5.